Event description:
It was reported that the customer's insulin pump was beeping without an alarm. A self-test was performed and passed. The customer also stated the battery was lasting about a week in the insulin pump. The customer declined to change the battery. The customer also declined to give her blood glucose level. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.